Event description:
(B)(4). Severe abdominal swelling, headaches, weight gain, nausea, dizziness, fatigue, severe anemia, pain, heavy clotting periods.

Event description:
#Medwatcher #followup1 #fdamw5043324 #(B)(4). Fragments remaining from surgery to remove this horrible product still causing the same issues.